Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The acorn nut is missing from the backrest attachment bolt. The backrest is no longer attached to the t-max frame. A functional evaluation revealed that the device could not be properly tested because the back rest was detached from the frame. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a stress problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder scope using a t-max shoulder positioner, the nurse was attempting to push the patient up and pushed against the back rest and broke the screw. The procedure was completed with a smith and nephew back up device. No delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.